Event description:
It was reported that the device was explanted after implant duration of approximately 78.23 months, due to mitral insufficiency and prosthetic dysfunction. Per the operative report, "the mitral valve ws inspected. It was characterized by insufficiency and prosthetic dysfunction. The existing valve was excised and replaced...." Reportedly, the patient was returned to the ICU in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Prosthetic dysfunction. Device not returned.